Event description:
A patient was implanted in (B)(6) 2011 for t8-ilium degenerative scoliosis with synthes uss and vertebroplasties at t6-t7 levels, and using depuy confidence spinal cement. Patient presented to ER on (B)(6) 2012 with neurological deficits and had developed significant kyphosis at the t7 level. X-rays on (B)(6) 2012 showed significant collapse of the t7 vertebral body, and that most of the spinal cement in the t7 vertebral body was no longer present in its original form, when compared to original post-op films from (B)(6) 2011. Surgeon returned patient to or on (B)(6) 2012 to decompress the patient and to extend the construct cranially to reduce the kyphosis. No product was removed.

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.